Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: the black box showed several unexplained pump reboots. The battery compartment was undamaged and the cap fit securely. The caps measurements were within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There was no power interruption during the investigation; the product performed within specification. The pump¿s cover was removed and no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.